Event description:
During a lap liver cyst procedure, the surgeon said that the device quit working and machine gave error type tone. Disposable and cord were replaced. First cord was checked by rep and worked fine. Case completed with another device of the same product code. No pt consequence.